Event description:
The customer found the mini c-arm with the strain relief broke and wires showing. Unit was moved by surgery tech after a case where the high voltage cables got hooked on the door and the cables caused the strain relief to break, thus allowing the wires to show. No one was hurt.

Manufacturer narrative:
The service rep ordered parts. Esd kit was inspected and functional. R&r high voltage cable. Performed beam alignment and camera alignment. Unit works as intended.